Manufacturer narrative:
H6: the customer declined to return the device to ventec for service. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.